Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 421 mg/dl and treated with intra venous insulin. Customer also experienced nausea and vomiting as a result of high blood glucose. It was also reported that the insulin pump was damaged and the battery compartment was black as insulin pump gets hot however there was no damaged on reservoir lip ring. Insulin pump was not giving insulin and the battery compartment looks like it had black stuff around it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for two days. No unexpected battery power loss anomaly, blank display or device heating up anomaly noted. No motor error alarm noted. The motor was tested outside of the unit and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. No damage noted on the electronic assembly or on the motor. Device uploaded properly using care link. No damage noted on the battery tube. No black debris or corrosion noted in the battery tube. Device had minor scratched display window, stained keypad overlay, stained address/serial number label, stained end cap sticker, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.